Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, the pump hit the ground and the pump touch screen became shattered. Customer is unable to see the screen due to the damage. Customer's blood glucose was between 120-130 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.